Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It's likely the foreign material remained in the device because leak failure occurred due to perforation on the forceps channel, as a result reprocessing could not be completed properly. However, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the nozzle, the distal end, and the forceps channel. There was no patient involvement.